Event description:
Revision surgery was performed on (B)(6) 2025 for unknown reason. Smr rev. Liner retentive +3 mm (part number 1361.50.815, lot unknown) was replaced with a new one. Surgery was completed as intended. Previous surgery was performed on (B)(6) 2025. Patient is female, date of birth (B)(6) 1963. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and investigation. No review of manufacturing records for complained parts is therefore possible. The manufacturer will provide a final report as soon as the investigation is completed.